Manufacturer narrative:
As received, a complete lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. After cleaning, the lead and applying torque directly to the inner coil, the helix could be retracted and extended meeting device specifications. The reported event of lead dislodgment was not confirmed.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
During follow-up, the atrial lead was observed to be dislodged. The lead was explanted and replaced to resolve the event and the patient was in stable condition.